Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not initially returned for analysis. However, performance data was collected from the device was received and analyzed. The device was later was returned and analyzed. Physical analysis from the returned device revealed that a high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. It was also noted that the device had an alert for low battery voltage, recommended replacement time (rrt). The device performance data indicated that the device reached rrt on (B)(6) 2012 with a battery voltage of less than or equal to 2.62 volts. Concomitant product: 5072, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
Device data, as well as the device, were received by the manufacturer after the device was explanted and replaced for elective replacement indicator (eri). The physical device analysis revealed an out of specification condition. No patient complications have been reported as a result of this event.